Manufacturer narrative:
The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a threshold test with this cardiac resynchronization therapy defibrillator (crt-d) a health care professional was not able to end the test despite commanding it to end. The patient experienced dizziness, but then the test ended.